Event description:
It was reported that the balloon deflated more often than usual. The user had to re-inflate it every 4 hours and sometimes the user had to put a cap on to limit leakage. No consequences to the patient were reported.

Event description:
It was reported that the balloon deflated more often than usual. The user had to re-inflate it every 4 hours and sometimes the user had to put a cap on to limit leakage. No consequences to the patient were reported.

Event description:
Additional information received: customer confirmed 3 lot numbers involved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Nine samples were received; the samples were received in unused conditions within the original package. The returned samples were visually inspected at 12" to 16" and normal conditions of illumination. No defects were found. The returned samples were connected to the uson machine to identify any leak. No leaks were detected in returned samples; the complaint was not confirmed. The root cause cannot be determined since the reported failure mode was not confirmed for returned samples received for evaluation.